Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homocholic (hc) unit during drain 2 of 5. The care giver (cg) stated that the puppy may have bit into the supply tubing causing the leak in the supply line but later stated that the puppy was not in the room and did not know what caused the leak. The technical service representative (tsr) explained the error and reset the alarm so the cg could unload the cassette/bags. The tsr referred the cg to the on call nurse before starting new therapy for further medical instructions. The hc unit was operational. No patient injury or medical intervention was reported.

Manufacturer narrative:
The customer discarded the sample.